Manufacturer narrative:
Analysis of the returned device identified: fluids inside the shell. A leak test and microscopic analysis was performed which identified: device no leakage, white particles in the shell and wear abrasion. Observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: the device was found intact and functional.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Additionally, healthcare professional noted rupture. Device has been explanted

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Additionally, healthcare professional noted rupture. Device has been explanted.